Event description:
It was reported that the patient presented in-clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.